Event description:
As reported, valved PICC was placed on (B)(6) 2012, in the upper arm - right side, basilic vein. On (B)(4) 2012, the PICC team was called due to the catheter leaking/poor performance. An x-ray confirmed that the PICC tip was located in the svc-ra junction. When flushed, saline leaked out of the entry site. The PICC was exchanged and a hole was observed in the catheter tubing. The pt condition was reported as "stable." The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
The device history records for the identified lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2012, navilyst medical complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole distal to the suture wing." No adverse trends were identified. The used device was returned for eval. A visual inspection identified a longitudinal slit in the catheter located approx from the 5cm mark to the 6cm mark. Dimensional measurements taken of the catheter showed all wall and web dimensions to be within specification. The appearance of the slit in the catheter is consistent with that of a burst wall due to over-pressurization. The catheter kinked easily in the area of the failure which may have contributed to the failure. Add'l potential root causes include, exceeding the maximum flow rate as indicated in the direction for use (dfu) or flushing the catheter with a syringe smaller than 10ml in size. The dfu packaged with each PICC device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. Mfg process controls for this catheter include a 100% air leak test to ensure against leaks/holes as well as a guidewire check for lumen patency. (B)(4).